Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 14cm distal to the df4 connector pin and 49cm proximal to the lead tip. All fragments were received for analysis. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the lead fragments. In particular the insulation in the distal end region of the distal fragment was found damaged due to wear, which is assumed to be the root cause of the observed complaint description. Based on the characteristics of the damages mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant ingrowth of the lead which may have affected the leads motion should be taken into consideration. Diagnostic images clarifying this assumption, were not available. Further damages such as cuts into the insulation 37cm proximal to the lead tip and a deformed rv shock coil, most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik would like to thank you for supporting our post market surveillance and is looking forward to future collaboration.

Event description:
After an implantation period of approx. 64 months, it was reported that a break of the lead was suspected. The lead was explanted.